Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: a promus element, mr, ous 2.50x32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts in the mid-section of the stent lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of the left anterior descending artery. A 2.50x32mm promus element drug-eluting stent was advanced for treatment; however, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion had 80% stenosis located in the mildly tortuous and severely calcified vessel, and pre-dilatation was performed.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of the left anterior descending artery. A 2.50x32mm promus element drug-eluting stent was advanced for treatment; however, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.